Event description:
Pt underwent cardiac catheterization. The cardiologist attempted access site closure with a techstar 6 fr xl pvs device. One needle did not present. A back-down attempt was difficult and not successful. Reports from the clinical specialist relate the event to the rare positioning of a nerve over the pt's femoral artery. It was felt that fibrous tissue wrapped around the needles prevented full deployment, and subsequently full back-down. The handle was broken away during the back-down attempt. The pt required surgery to recover the device. Surgery was successful and the pt was discharged four days later. No mechanical malfunction of the device was reported.